Manufacturer narrative:
Batch review performed on 19 january 2022: lot 2013014: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-feb-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 5 months and a half from the primary surgery the surgeon revised the insert and the surgery was completed successfully.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 5 months and a half from the primary surgery the surgeon revised the insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 january 2022: lot 2013014: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-feb-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.